Event description:
Allegedly, poly insert swapped due to wear ((B)(6) years old) additional information received on 11/19/2020 from steve bee: patient information, partial product ID, revision surgery date, year of implant surgery and revision facility name was obtained.